Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was further reported that the lead integrity alert (lia) triggered, and the rv lead continued to exhibit increased non-sustained tachycardia (nst) episodes with nonphysiologic sensing. The lead was reprogrammed, and was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that beginning (B)(4) 2015, sensing integrity counts were up to 52, and high rate and non-sustained vt episodes with evidence of noise oversensing were noted. The source was undetermined, but suspected to be electromagnetic interference (emi).

Event description:
It was reported that the right ventricular (rv) lead exhibited noise with increasing short interval counts (sic). The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.